Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive the blue reload used during this reported event for failure analysis investigations. The sureform 60 stapler instrument logs show the instrument was installed on the system 8x and fired 7 reloads (2 green, 2 blue, 3 white, in that order). On installs 1, 2, and 5, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 3, the first clamp was successful, and the firing was completed with 5 pauses for compression. On install 4, no clamping or firing was attempted. On installs 6 and 8, the first clamp was successful, and the firings were each completed with 1 pause for compression. On install 7, the first 3 clamp attempts were incomplete, ranging from ~65% to ~88% completion, linearly. The fourth clamp was successful, and the firing was completed with 1 pause for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the staple line was incomplete, requiring intervention. The surgeon was using a sureform 60 stapler instrument with a blue reload, the two previous green reloads were successful. During the third firing sequence on stomach tissue, it was noted that there were multiple compressions, and the firing took longer than expected. The reload continued to fire throughout, once complete the surgeon noted the start and the end of the staple line had a mixture of malformed and formed staples, the middle of the staple line did not have a complete staple line, creating a gap. Ethicon buttress material was used on the blue reload. No error messages occurred during the event. The surgeon then used the same sureform 60 stapler instrument with a new reload and stapled medial of the incomplete staple line, which repaired the defect. The same stapler was used to complete the procedure, the buttress material was not used on any other reloads. No further complications occurred. A leak test was not performed due to the surgeon individually inspecting each staple line after completion. No significant bleeding occurred due to the event. No exposed blade was noted on the blue reload. The procedure was completed robotically, the patient is recovering well.